Event description:
International customer reports that a patient developed a hematoma with fever four days following fem-pop bypass surgery. The patient was returned to surgery and the surgical site re-explored. The surgeon reports finding the suture broken. The anastomosis was repaired.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.